Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data were analyzed. There were no apparent electrical peculiarities. Should additional information become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. A conclusion regarding the clinical observation can not be made at the moment. There are currently no supplementary data available. The case is thus closed. If additional information arrives later, the case will be reopened and the investigation will continue.

Event description:
Ous MDR - it was reported that the lead was explanted approx. 35 months after implant. Biotronik has not received any further information regarding the event so far.